Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the middle of the case, the system froze. The system was shut down after pressing and holding the standby switch for 15 seconds. The case was completed without patient harm.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss instructed the customer to power cycle the system. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. The system was manufactured on july 15, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).